Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the connector from the cardioplegia circuit to the table line started to slowly drip blood. The connection was checked and tightened, but continued to leak. The product was changed out, there was 1 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.